Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 2 colony forming units (cfus) of streptococcus salivarius were found. The instrument, biopsy and suction channels were sampled. The results did not conform in accordance with rki-bfarm guidelines. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the legal manufacturer¿s (lm) final investigation. The user did not provide the requested information on reprocessing steps. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy ch/suction ch. Cfu: 2cfu/ml. Bacterial identification: streptococcus salivarius. Sampling from: a/w-ch. Cfu: 0cfu/ml. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 0cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: no growth. Bacterial identification: n/a. Sampling from: biopsy ch/suction ch. Cfu: 0cfu/ml. Bacterial identification: n/a. Sampling from: a/w-ch. Cfu: 1cfu/ml. Bacterial identification: staphylococcus capitis. Sampling from: auxiliary water ch. Cfu: 0cfu/ml. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The user provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: biopsy ch. Cfu: 0cfu/10ml. Bacterial identification: n/a. Sampling from: suction ch. Cfu: 33+cfu/10ml. Bacterial identification: unknown. Sampling from: auxiliary water ch. Cfu: >80+cfu/10ml. Bacterial identification: unknown. Sampling date:(B)(6) 2024. Sampling from: biopsy ch. Cfu: 2cfu/10ml. Bacterial identification: unknown. Sampling from: suction ch. Cfu: 43+cfu/10ml. Bacterial identification: unknown. Sampling from: auxiliary water ch. Cfu: 0cfu/10ml. Bacterial identification: n/a. Sampling from: suction ch. Cfu: 33+cfu/10ml. Bacterial identification: unknown. Sampling from: auxiliary water ch. Cfu: >80+cfu/10ml. Bacterial identification: unknown. Sampling date: (B)(6) 2024. Sampling from: biopsy ch. Cfu: 2cfu/10ml. Bacterial identification: unknown. Sampling from: suction ch. Cfu: 43+cfu/10ml. Bacterial identification: unknown. Sampling from: auxiliary water ch. Cfu: 0cfu/10ml. Bacterial identification: n/a.